Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue. Customer contact reports patient is male. No other patient information available.

Event description:
The hospital reported and an inability to switch ventilation modes during a case resulting in manually ventilating during the case. There was no report of patient injury.